Event description:
During a laparoscopic cholescystectomy, a pt allegedly suffered a burn inside the abdominal wall. It was alleged that the product was sharp and ripped the insulation of other instrumentation being used during the procedure. The device was not returned for an investigation.